Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb signs of halo & rainbow on the video image. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the cmos-m with drive pcb fluid damage, the lg cable connector fluid damage, the lg cable connector corroded, the distal body worn out, and the cmos-m with drive pcb video image freezing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.